Event description:
A complaint was received regarding a tego¿ connector that experience breakage. It was reported that the tego shredded on inspection when taking patient off hemodialysis machine. Additional supplies needed, delayed patient takeoff, danger if not caught for potential leak to the extracorporeal system. The sample device was retained, wiped, double bagged, labeled as per instructions and available for investigation. The number of devices affected were 2. This is the second of two (see section h11). There was patient involvement. There was no harmed as a result of event and no delay in therapy.

Manufacturer narrative:
Received two used d1000 tego connectors for inspection. This is the second of two. The second sample had a domed seal. The tego with a domed seal was disassembled. Little to no adhesive was present to prevent the seal from doming. The probable cause of the domed seal on the second sample is is due to an inconsistent application of adhesive and/or lubricant during assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.